Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. In addition, a link detachment was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Additionally, the noted link detachment is likely due to, link pulled until it breaks, or tensioning angle not being coaxial. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: correction - device was returned. H6: method code 4115 removed.

Manufacturer narrative:
Nana.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 8fr sheath using the preclose technique prior to pulmonary vein isolation (pvi) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. Two additional proglide devices were used for successful suture placement using the preclose technique. The pvi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.